Manufacturer narrative:
The biomed reported that the power switch overlay was replaced to address the reported issue. The biomed reported that the unit was in use on patient, but no patient harm or delay in therapy. The hospital had a spare unit ready to be used and the unit was swapped out.

Manufacturer narrative:
Date of report: 16aug2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported to philips that a v60 ventilator had an alarm led failed (ec 1105) error. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and biomed has confirmed diagnostic code 1105: alarm led failed in the significant event log. Other information is pending.